Event description:
The pump reportedly "goes into the stop mode automatically while trying to run an infusion. It runs for awhile, then stops, then runs again. It did not increment the amount infused accurately and sometimes did not register that any fluid had infused. It did not alarm when it stopped." The pump was not in pt use. It was being routinely tested between the device was in pt use. No further info was available.

Manufacturer narrative:
Fluid spillage was found in the pump. The keypad was intermittent. A short was found between pins k1 and k4 of the keypad. After the keypad was replaced, an infusion test ran normally and within specifications. The expected amount was 100ml and the measured amount was 103.2ml. The percent error was +3.2%. The motor has a normal start/stop cycle every minute that may be interpreted as starting and stopping. The displayed amount only increments in whole numbers. Therefore, the motor could stop and start without infusing 1.0ml.